Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient foley probe was not reading on the arctic sun device. Mss confirmed that it was not reading on bedside monitor either. They do not carry rectal or esophageal probes. Mss explained this means they would need to replace the foley and it was a bard foley.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the patient foley probe was not reading on the arctic sun device. Mss confirmed that it was not reading on bedside monitor either. They do not carry rectal or esophageal probes. Mss explained this means they would need to replace the foley and it was a bard foley.